Manufacturer narrative:
Submit date: 10/02/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013, that a customer had an issue with the bone marrow biopsy needle. The customer states that after pushing the bone marrow needle into the bone, the handle became loose from the needle. The needle then struck in the bone of the pt. The needle had to be removed forceps.